Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-44: user has low battery. Note: manufacturer contacted customer in a follow-up call on 20-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated he no longer has symptoms and condition has improved.

Event description:
Consumer reported complaint for low battery accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result. The customer stated that on (B)(6) 2020, he went to the emergency room because he was feeling weak and tired due to his diabetes. The emergency room performed urine test the result was over 500 and also performed blood test result was 355 mg/dl. Customer was treated with insulin and was released after 4 hours in the emergency room. Customer was prescribed glipizide and to follow up with his doctor. Customer will have an appointment (B)(6) 2020 the product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/30/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.